Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the clinic with complaints of fatigue and pain with every heart beat. Upon interrogation intermittent loss of capture (loc) on the right ventricular (rv) channel was observed. Review of the data found a spike in rv lead threshold measurements one day post implant. An echocardiogram will be performed due to concerns over a possible perforation. It was noted that the perforation was confirmed and determined to likely have occurred due to the use of an active fixation lead near the apex of the heart. It was further noted that the patient is elderly and very small in stature. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.